Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The customer confirmed the ise tubing replacement was overdue, and no date on replacement of buffer syringe. The cts advised customer to perform overdue maintenance and replace the buffer syringe. Upon follow-up, the customer confirmed performing maintenance and multiple part replacement resolved the issue. The customer did specify which other parts were replaced. The cause of failure was due to lack of maintenance and multiple hardware malfunction. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No further issue was reported after replacement of parts. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported receiving erroneously high na (sodium) patient results on the au5800 clinical chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.